Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that their stimulation hadn't been working as intended for a few months now but was unsure of an exact time frame and noted they had been in pain. Patient noted their representative who was there when they were implanted. Patient got the phone number of a young man who was their local representative and they talked briefly and the representative said that they couldn't do anything because they didn't know the programming of the controller. Patient stated they were reprogrammed a year or so ago by a representative. Patient then said that their representative helped them a little bit by upping their stimulation, but it wasn't very satisfactory. Patient did not recall how they made the representative aware of the issue nor when. Patient said that they wanted to know what the difference between group a, b, and c was and what those different things were doing to them or for them. Patient asked who could tell them what the programming was. Patient said they felt like they had been left out on their own on this one. Agent reviewed meaning of groups and programs with the patient. Agent provided the nas phone number.